Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer on 11/14/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer left the hospital on (B)(6) 2018. Customer satisfied with the product and declined a replacement.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is 140-150mg/dl. The customer did report symptoms of vomiting. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Verified storage of product is within instructed specification since they are retained in the bedroom. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer was throwing up and was not feeling good. Customer had to go to the hospital. Patient is currently in the hospital since (B)(6) 2018, with a diagnosis of dka (diabetic ketoacidosis). Results at the hospital on 11/10/2018 was over 600 mg/dl fasting. Customer was treated via insulin drip. Customer is still in the hospital. Customer is feeling fine and is no longer experiencing symptoms. Customer declined a replacement meter.